Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient does not have stimulation sensation from one of the leads. Impedance check revealed low impedances on that lead. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Therapy date for the leads is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.